Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-01814, reference MFR. Report#: 1627487-2017-01820. It was reported diagnostic testing revealed high and low impedance readings on the patient's lead contacts. In turn, the patient underwent surgical intervention where the leads were explanted and replaced. Reportedly, effective therapy was restored following the procedure. Please note: it is unknown which leads were explanted and replaced. Therefore, all suspected devices are being reported as explanted.